Manufacturer narrative:
It is not possible, to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Deflation: not observed, it cannot be seen according to the condition of the photograph. Anxiety-product/procedure: unable to observe, as it is not related to the manufacturing process. No additional observations are performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. And exchange of textured devices, due to product concern. Device has been explanted.